Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred after loading a cartridge with 200 units of insulin. The customer successfully loaded another cartridge. Blood glucose was 188 mg/dl.